Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a procedure for hemostasis.according to the complainant, while inspecting the device and trying to extend the needle, the nurse noticed that the needle did not exit the catheter in the center of the tip as intended. The needle came out on the side of the device right before the gold tip. There was no damaged noted to the packaging, and no other damage noted to the device. Another injection gold probe device was used to complete the procedure.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a procedure for hemostasis. According to the complainant, while inspecting the device and trying to extend the needle, the nurse noticed that the needle did not exit the catheter in the center of the tip as intended. The needle came out on the side of the device right before the gold tip. There was no damaged noted to the packaging, and no other damage noted to the device. Another injection gold probe device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4):the device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual evaluation found that the device returned with the needle protruding from the catheter. Functionally, when the handle was actuated, the needle protruded from the catheter; however, the needle retracted normally. Further analysis of the device revealed that the guiding tube was detached from the tip. No fracture to the hypotube was observed. The condition of the returned incident device was consistent with the reported event that the needle protruded from the catheter. The evaluation attributed this condition to the detachment of the guiding tube. Therefore, the most probable root cause is manufacturing. An investigation was performed to address the needle protrusion issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.